Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. In the past two months, the patient has twice had over 20 pounds of fluid removed. The patient reports feelings of some sort of sharp, needle like sensation, but nowhere near the incision or device area. The patient will continue to be monitored. It was further determined that a pericardial effusion did not occur. The 20 pounds of fluid that was removed was referring to heart failure diuresis. The sharp needle sensation was likely due to the pacemaker lead output and not the watchman device. There is no allegation with the watchman device.

Manufacturer narrative:
B3: date of event - estimated based on aware date of (B)(6) 2021. B3: describe event or problem, h6 patient codes and impact codes: corrected.

Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. In the past two months, the patient has twice had over 20 pounds of fluid removed. The patient reports feelings of some sort of sharp, needle like sensation, but nowhere near the incision or device area. The patient will continue to be monitored.